Manufacturer narrative:
The returned esheath was visually inspected and the following was observed: the liner tear reported was confirmed, approximately 7" in length from distal tip; there was a severe kink 6.5" from the distal tip; a kink was observed under the strain relief, and there was distal tip splitting with minor delamination at the tip. Dimensional analysis of the returned sheath showed the liner thickness measurements were within specification. During manufacturing of the sheath, devices are 100% visually inspected by manufacturing and quality. These inspections during the manufacturing process support that it is unlikely that a manufacturing non-conformance on the sheath was the cause of the complaint. The damage reported was confirmed, but no manufacturing non-conformances were identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Review of cer (customer experience report) reveals that the patient had severe access vessel tortuosity and mild access vessel calcification. While a root cause was unable to be confirmed, patient or procedural factors can contribute to this type of failure: - calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. - vessel tortuosity and sub-optimal insertion angles can lead to non-axial alignment in the retrieval of the delivery system. The delivery system can potentially catch onto the liner, propagating into a tear upon removal. The complaint description indicates that there was difficulty during delivery system advancement, most likely due to patient anatomy/tortuosity. Since no manufacturing non-conformances were identified in the product evaluations, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions

Event description:
Return of an esheath used in a tavr procedure showed more significant damage than was originally reported. Rfa access was attempted using ultrasound guidance due severe tortuosity. Proglide placement failed with two devices and an 8fr sheath could not be placed on the contralateral side. A 14fr cook sheath was initially placed at the access site and a stiff lunderquist wire was used to insert the 16f esheath after resistance was encountered during the first attempt over an amplatz wire. Bav was performed. The delivery system was advanced through the sheath; resistance was felt through the body of the sheath and was attributed to patient anatomy/ tortuosity. After deployment, it was apparent on fluoro that the esheath seam had split starting at the tip and extending about 3-4 inches. The delivery system and sheath were carefully removed and rfa was closed using a 13mm covered viabahn stent. Final runoff angio revealed steady distal flow with no leak. The patient left the room in stable condition. The patient had severe ilio-femoral tortuosity, with an aneurysm in the left iliac, mld = 9.5mm, and very mild calcium.